Event description:
User reports pressure anomalies during preparation for a pt. Reported symptoms are consistent with a calibration need of an accessory component (pt box), which is not an MDR event. Eval of device on 11/10/1999 identified failure of device.